Event description:
Healthcare professional reported "rupture". This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Previous medwatch submission noted rupture. Upon receiving correct device information for this record, abbvie has determined that this record is a duplicate record and is being unreported. Please refer mrn# 9617229-2025-16824 as the operating record related to this complaint.

Event description:
Previous medwatch submission noted rupture. Upon receiving correct device information for this record, abbvie has determined that this record is a duplicate record and is being unreported. Please refer mrn# 9617229-2025-16824 as the operating record related to this complaint.